Event description:
Pt's pulse generator settings changed since the pt's last office visit. During the last visit (date unknown), the generator was programmed to 1.5, 20, 250, 30, and 5. When the pt's device was interrogated on subsequent visit the settings were at 1.5, 30, 500, 30 and 5. It was also reported taht the pt began experiencing irritation of the larynx, slight coughing, and an increase in seizures. The physician reported that they attribute these events to the generator's frequency changes. The pt was reprogrammed back to the original settings and they were confirmed. Further info indicated that the pt is stable and plans are to continue vns therapy. Investigation to date has been unable to determine whether the device is performing as intended. No serious injury was reported in conjunction with the suspected programming anomaly.